Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure, for suppressed results and for points outside total allowable error (ea) for all analytes except total carbon dioxide (tco2) in whole blood (wb). A deficiency has been identified for this issue which will be investigated in quality record (qr) (B)(4).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 15-feb-2024, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant crea results on an 82 year old female patient with abdominal pain. There was no additional patient information at the time of this report. Return product is not available for investigation. Method; date; collected; tested result (units) & sample. I-stat, (B)(6) 2024, 1320, 1323, 360 umol/l & a. Piccolo, (B)(6) 2024, 1320, 1323, 62 umol/l & a. I-stat, (B)(6) 2024, 1350, 1354, 346 umol/l & b. Piccol0, (B)(6) 2024, 1350, 1354, 68 umol/l & b. Lab, (B)(6) 2024, 1350, 1536, 74 umol/l & b. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.